Event description:
It was reported to philips that the system gave an alert that geometry movements were partially available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was being performed when the issue occurred and was completed by moving the patient to another room, with a delay of less than 20 minutes. The philips field service engineer visited system onsite and confirmed that the system's geometry movements were partially available. The review of system log files showed motor assembly error. Upon troubleshooting, the fse found a blown fuse in the geometry cabinet within the ny power distribution, fuse replacement allowed spc drives to momentarily power on, but they shut back down immediately. Considering the failure symptoms, the fse decided to replace the amc drive. To resolve the issue, the fse replaced amc triple servo drive, updated firmware and made necessary adjustments, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.